Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, it was then explanted 3 weeks later due to patient having blurry vision and the patient could not adapt to the lens. Additional information was requested.

Manufacturer narrative:
The lens was returned loose in a plastic bag. Viscoelastic was dried on lens. The optic was cut into two portions. Splintering cracks extended from the cut area into the optic material. Associated product information has not been provided. It is unknown if qualified associated products were used with this lens. The root cause for the reported complaint was determined to be most likely unrelated to the iol. The manufacturer internal reference number is: (B)(4).